Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission. Location of aro: 1723170. Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the left tracker on the imaging system failed verification testing and that it was re-calibrated to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a cervical spinal fusion, the imaging system was two millimeters imprecise inferior from the left tracker of the imaging system. It was noted that a screw was misplaced 4mm inferior to the target due to the reported issue. The screw was then revised and a confirmation image acquisition found that the screw was placed accurately. The site reported that during the procedure, the surgeon made no allegation from the imprecision and the reported issue was found at the initial image acquisition for confirmation. It was noted that the screws were placed without navigation by the surgeon. There was a reported delay to the procedure of 1 hour due to this issue. No additional information was provided.